Event description:
It was reported on (B)(6) 2024 (estimated date), after experiencing chest pain for several hours, patient was taken to the catheterization lab for evaluation with an unspecified treatment plan. To note, the patient had visited several times in the previous months complaining of chest pain; however, the treatments provided remain unknown. During the procedure, a 0.014 whisper guide wire (gw) was used. Post procedure, a small distal perforation was noted; however, the patient showed no hemodynamic changes or signs of distress or other cardiac issues. The patient later developed atrial fibrillation. Despite unspecified efforts, the patient subsequently expired. In the physicians opinion, the gw likely caused or contributed to the distal perforation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of perforation is listed in the whisper guide wire instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death, perforation, angina, or atrial fibrillation, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B2 - date of death: estimated as (B)(6) 2024. B3 - date of event: estimated as 09/23/2024. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.